Event description:
It was reported the menu screen of the epg (external pulse generator) was missing two rows of pixels, making it difficult to see the menu selections. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported display issues. The lcd (liquid crystal display) was out of electrical specification - missing pixels. Both bail covers were also found to be broken and the ring bent. (B)(4).

Manufacturer narrative:
(B)(4).